Manufacturer narrative:
Continuation of d10: product ID 9735821r, lot number: unknown g2: foreign country - switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera had a red light and there was a localizer not found error. It's likely that the internal battery was low. There was no patient involvement.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced and the system performed as intended. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. The returned positioning sensor unit (psu) contained scratches on the housing lenses. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .261mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.